Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had not boot up error. Review of the system log files could not confirm the flexvision-pc error. Upon troubleshooting fse found that power cable of converter was loose. The philips engineer reconnected the power cable of dp to dl converter. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there is a flexvision boot up error. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.